Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient thought the ins moved. It became caught on things and the location was painful- it bruised when it became caught on things. They also noted that the ins hasn't worked. They went on a trip and forgot their charger for a week and have had charging problems. The ins won't keep a charge and the patient was in pain. The recharger wouldn't connect and they hadn't been able to charge the ins in 5 months. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the trickle charge resolved the overdischarge issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep) reporting that their ins was overdischarged as the patient hadn¿t charged in four months. It was indicated that a trickle charge was performed in the office. The trickle charge was in progress. The issue was not yet resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.